Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon release the valve moved into the left ventricular outflow tract in a very deep position. The physician attempted to snare the valve to an optimal depth. During snaring, the valve dislodged out of the annulus. The physician attempted to implant a non-medtronic valve. As the valve was crossing through the medtronic valve it was observed that the wire was not through the annulus of the medtronic valve. The non-medtronic valve was then withdrawn from the body. Subsequently, a second non-medtronic valve was used for a successful implant. Upon final imaging of the aortic root, it was determined that there was an aortic dissection. The procedure was converted to open surgery to repair the dissection. Both of the valves were explanted, and an aortic graft was performed. A non-medtronic valve was used for successful implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that per the physician, the dissection may have occurred when the medtronic transcatheter valve was manipulated in the ascending aorta to accommodate the non-medtronic valve. A pre-implant balloon aortic valvuloplasty (bav) had been performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the returned images showed the following: 88 images were provided for review. No patient summary was provided for review of patient anatomy. Valve load showing overlap to around node two was provided for review and is an acceptable load. Imaging shows the 34fx bioprosthetic valve prior to deployment around 0mm (see image below) upon deployment the valve dislodges into the left ventricle for unknown reasons.) Imaging of a double snare technique to bring the 34fx bioprosthetic valve to the ascending is seen and valve is removed from left ventricle to ascending aorta. No imaging of the dissection was provided for review. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. A decision was made to snare the valve. Though use of a snare to reposition the valve after deployment is complete is not recommended per the instructions for use (IFU). Once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. This indicates that the probable cause for the reported dissection is most probably due to the user snaring the valve, and this was confirmed by the additional information that was received from the physician, the dissection may have occurred when the medtronic transcatheter valve was manipulated in the ascending aorta to accommodate the non-medtronic valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.